Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The chair does not sit level. The right caster wheel is up off the ground and the left rear wheel is off the ground. The underlying cause documented on the irs or return fields in oracle is identified as: frame / bent frame / bent frame right caster doesn't touch surface ,right side frame took a blow.